Manufacturer narrative:
The event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. The product sample or additional supporting materials from the account was not available for this incident. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. The event report alleges the product was used in a surgical procedure. Should new information become available, the file will be re-opened and the investigation will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sleeve procedure. For the fourth firing, the handle got stuck in the middle of the firing making a ticking sound as if it got broken and the firing didn't continue. The surgeon tried replacing the reload and the same thing happened again. The surgeon changed the handle and the operation went smoothly after that. There was no patient harm.